Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00415: case 2, 3025141-2019-00416: case 3, 3025141-2019-00417: case 4.

Event description:
Article: treatment of proximal humeral fractures with polarus nail fixation nail, agel, julie, ma; jones, clifford b, md; sanzone, anthony g., md; camuso, matthew, md; henley, m. Bradford, md; journal of shoulder and elbow surgery, 2004, volume 13, number 2, 191-195. Case 1: patient developed superficial infection; responded to wound care and antibiotics.